Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer's reported issue was confirmed as there was no picture output due to a bent video connector pin. The camera was last serviced via repair in december 2020. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility via repair request that the customer visera elite video system center reportedly has ¿no picture output¿ found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and a device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction through the following sequence: (1) if the connector on the endoscope side is inserted into the processor in a state where the tip of the connector is missing/foreign matter is attached to the tip, the connector is caught by the terminal of the video connector receiver. (2) insertion of an additional endoscope with a stick on the terminal leads to curvature of the terminal by pushing it back. Since the user did not report any problems and the damage was found during device inspection, it is suspected the problem happened during reprocessing after use or during transit due to improper handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor the field performance of this device.